Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the ous affiliate, a pair of disposable forceps failed to coagulate. A new pair were opened to complete the the surgery with no delays or adverse events.

Manufacturer narrative:
The product was not returned to codman for evaluation. A review of complaint records for the previous 12 months did not identify any confirmed similar complaints for this lot and product code combination. No further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed. Device not available.